Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site was having issues with the system. During the procedure during lift and shift the pendant would not respond when the site pressed buttons. The site restarted the system and the system was functioning normal. There was less than an hour delay in the procedure. No impact on patient outcome.